Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had an appointment scheduled with her healthcare professional (hcp) and a representative for (B)(6) 2017. The hcp was to be made aware of the issue at that appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as about last spring (2016).

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient felt shocking pain at the site of their implantable neurostimulator (ins) when sitting in a hard chair or sitting too long. This issue had occurred since about last spring (2016).